Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) as a result of this right atrial (ra) lead pacing impedance measurement, measuring greater than 2000 ohms. The health care professional (hcp) noted observing noise that appears to be related to unipolar sensing after the lss. Technical services (ts) reviewed arrythmia logbook and recommended to the hcp to bring in the patient for further ra lead evaluation. The lead remains in service. No adverse patient effects were reported.